Event description:
It was reported that there was a strange coating on the preloaded intraocular lens (iol), which the doctor was able to remove with the help of the viscoelastic (healon) and tweezers. Through follow-up we learned that it looked like there was a white foil on the iol and the surgeon was able to loosen it with the healon and remove it with forceps in the eye of the patient. The patient fully recovered and daily activities are not affected. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - if explanted, give date: n/a, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the lens was not returned for evaluation because it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. If the serial number will be provided, a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation because it remains implanted. Product testing could not be performed, and the customer¿s reported complaint could not be verified. The foreign material was not returned for evaluation. However, a photograph was provided by the customer. The photograph was evaluated. The picture shows an eye being implanted with a lens claimed to be implanted with a tecnis eyhance iol with simplicity delivery system (model dib00). In the picture, a membrane-like material can be observed covering half of the optical portion of the lens. The origin, nature, and root cause of the reported cannot be determined from a picture assessment. The complaint issue "foreign material - loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.